Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced low blood glucose level of 50 mg/dl. Customer had been using insulin pump system within 48 hours of reported event. Last night his blood glucose was 40 mg/dl and he treated it with juice. The customer was treated for the low blood glucose with food. Customer was using auto mode feature at the time of reported high blood glucose event. Customer mentioned last week issues with sensor with sensor glucose versus blood glucose using the sensor with auto mode last month high 200 mg/dl was low 60 mg/dl. Based on customer report customer did not allege insulin pump was over delivering. The insulin pump was not returned for analysis.